Event description:
It was reported that stent dislodgement occurred. A 7.0x20x135 cm express ld iliac / biliary balloon expanding was selected for use in a leg angiogram. During insertion, it was noted that the stent came off balloon. Another 7.0x20x135 cm express ld iliac / biliary balloon expanding was used, however same issue occurred. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k): k133110, p090003. Device evaluated by MFR: the express ld device was returned for evaluation. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. An examination of the crimped stent identified that the distal end of the stent was damaged, and where the stent had been pushed proximally over the proximal balloon cone. A visual and tactile examination identified no issues with the shaft and tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 7.0x20x135 cm express ld iliac / biliary balloon expanding was selected for use in a leg angiogram. During insertion, it was noted that the stent came off balloon. Another 7.0x20x135 cm express ld iliac / biliary balloon expanding was used, however same issue occurred. The procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4 - premarket / 510(k): k133110, p090003.